Event description:
It was reported that, surgeon said patient experienced pain. Femur oversized and both components possibly loose.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5550-g-391, lot # 76sj, description: triathlon symmetric x3 patella. Cat # 5532-g-711, lot # lcd107, description: triatlon ps x3 tibial insert. Cat # 5520-b-700, lot # systy, description: triathlon-prim tib baseplate cemented #7.